Event description:
The customer stated that after performing a correlation study between the axsym digoxin iii and digoxin ii assays, the customer noticed the test results were inaccurate between the two assays on patient samples. The customer gave one example for one patient sample using the digoxin iii assay which generated a 0.61 ng/ml, and using the digoxin ii assay, the result was 1.14 ng/ml then repeated at 1.36 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.